Event description:
The patient reported charging issues between the implant and the external equipment. It was determined that the pocket was too deep. During a pocket revision procedure the surgeon decided to replace the implant. The patient was implanted with a new advanced bionics spinal cord stimulator.